Manufacturer narrative:
H3 other text: not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging an alarm due to a ventilator failing a test step during testing. There was no harm or injury reported. The device was returned to a third-party service center for further investigation, in reference to the failed test step. The device's error log was reviewed and a ventilator service required error was identified. This error was caused when communication between the device and oxygen blending module was lost. The main circuit board was replaced to address the issue, and the device passed all additional testing.